Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a drawer failure. A field service engineer stated that a med jam was causing the sensor to be blocked. The field service engineer cleared the med jam to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure. The customer reported that the drawer was making a loud clicking noise and sticking when the user opened or closed it. The malfunction occurred while the user was issuing medicine for a patient. Due to the drawer failure, the user had to retrieve the medication from another station, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.